Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump took five minutes to alarm for an upstream occlusion while a patient was connected (medication, dose, programmed amount and delivery rate unknown). Additionally the customer reported "adrenaline" and "hypotension" issues for the patient. There was no known patient injury or medical intervention associated with this event. No additional information is available.